Manufacturer narrative:
Other text: the returned rad-g was evaluated. The device was able to power on and off via ac and battery power. No power issues were observed during testing. The device was determined to be functioning as designed.

Event description:
The customer reported the rad-g was turning on/off by itself. There was no patient impact or consequence reported.

Manufacturer narrative:
Masimo has reached out to the customer to request the return of the device. The device has not been returned to masimo to allow an analysis to be performed.  If the device is returned for evaluation or new information is obtained, a follow-up report will be submitted.

Event description:
The customer reported the rad-g was turning on/off by itself. There was no patient impact or consequence reported.